Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg110105-01, 100miu/ml hcg urine control lot: hcg100513-01, 212.2iu/ml hcg urine control lot: hcg110124-01. Summary of results: the retention devices meet qc spec. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 212.2iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative urine hcg results on henry schein one step+ hcg urine cassette test vs quantitative result. The test results were negative at 3 min read time. When the cassettes were left around past 15 mins, a faint line appeared. The first pt was called back for a quantitative test and was found to be in very early stages of pregnancy (no values or test brand provided). A second pt who was menopausal was also negative at 3-10 mins. Again, after 15 mins, a faint line appeared. Pt was called back in for a quantitative tet and the result was 6miu/ml (below the cut-off level of the urine test). Neither sample was first morning urine.